Event description:
It was reported that a caregiver attempted to connect a freestyle libre 3 plus sensor to the ilet and received an on-device message indicating the sensor was not compatible, and it was later confirmed the patient was using a freestyle libre 2 while the ilet requires freestyle libre 3 plus; this constituted a use-of-device problem with no applicable internal device component issue, and education was provided on compatible sensor use. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to use of a non-compatible cgm sensor, consistent with a use-of-device problem and no relevant component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.

Manufacturer narrative:
Initial.